Event description:
It was reported by service report that the cot fowler gas cylinder was not holding weight in the upright position. It is unknown if there was patient involvement or if there are adverse consequences to report.